Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 598 (mg/dl) for 2 days. Customer changed their site and administered correction boluses to treat their bg levels; however, their bg levels remained elevated and the customer reverted to insulin injections per their health care provider's recommendation. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.